Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. One photo was received from the field showing the bulbous deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 30mm amplatzer cribriform was chosen for implant using a 9f amplatzer treviso delivery system for a multi fenestrated asd closure. During the procedure, it was advanced through the delivery system and deployed on the atrial septum, both the discs of the device were observed to take a bulbous shape and did not conform to their desired shape. The device was recaptured back into the delivery system and was not implanted. The discs remained bulbous even after the procedure when placed on table. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure was completed using a 35mm amplatzer talisman pfo occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.